Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and noticed intermittent lines through display. The fse replaced video receiver to lcd cable and the device passed all functional and safety tests according to factory specifications. The unit was returned for clinical use. The failure analysis and testing dept. Received part number 0012-00-1429 rev. B, serial number (B)(6), with a reported unit failure of a display issue. The fat performed a visual inspection and found the part to be in good condition. The fat installed part number 0012-00-1429 into cs100 test fixture and tested the part to factory specifications per the cs100 service manual. No issues found in the display. Fat could not confirm the reported failure. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) had a display issue. There was no patient involved.